Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outer sheath of the driveline cable was damaged. It was noted that the damage occurred approximately one centimeter away from a previous repair. The driveline sheath was repaired and no ventricular assist device (vad) stops were reported during the repair. The vad remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by field service engineer revealed a new crack of the driveline outer sheath near the previous repair, thus confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Medtronic mcs/heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.